Event description:
The customer reported that after sealing, the device would not cut and could not be removed from tissue. Removal of the device caused some minor tearing of tissue which was repaired by sealing the area again. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.